Event description:
Voluntary medwatch received states that the right atrial lead exhibited low pacing impedance and myopotential over-sensing. No intervention was reported, and the lead remains in service. There were no patient consequences.